Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 40mm x 144cm coyote es balloon catheter was used for dilatation. However, the device got stuck in calcification at the first inflation, and on the second inflation at nominal pressure, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications reported.